Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The customer was advised that the power management (pm) printed circuit board (pcb) might be faulty. The customer reported that the pm pcb was replaced and the issue was resolved. The ventilator was returned back to service. Customer resolved.

Event description:
The customer reported that the ventilator alarmed "alarm light emitting diode (led) fail". The ventilator was in clinical use at the time of the event occurred. There was no patient harm reported.